Manufacturer narrative:
This initial emdr is being submitted to FDA for outside u.s. Like products reporting. Manufacturer's codes for type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA, which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Cracked or broken optic detected after lens implanted product replaced with another lens immediately during surgery. Patient impact: no injury / device explantation.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 has been changed from no, in the initial report, to yes. Additional information: the product was returned to the manufacturer, and the investigation was conducted, with the methods and results as noted below. The iol was ejected out of the injector. The optic was broken from the edge at the root of one haptic and separated into two pieces. The cross-section of the broken optic looks rough. There were some scratches on the optic. One haptic was slightly deformed. The injector was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) model: py-60ad) the exact root cause was not determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Cracked or broken optic detected after lens implated. Product replaced with another lens immediately during surgery. Patient impact: no injury / device explantation